Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager replaced the scroll compressor and ran the iabp without reproducing the malfunction. He then completed the preventive maintenance. The iabp passed all tests and was released back to the customer for clinical use.

Event description:
It was reported that during preventive maintenance performed by a getinge service territory manager the cardiosave was powered up and displayed power up test fails code# 14. No patient involvement or adverse event was reported.